Event description:
As reported, the physician used avitene ultrafoam during a procedure, but the product failed to achieve hemostasis effectively in application. The product was reported to have made contact with the patient body fluids. There was no harm to patient. It was reported that the surgeon completed the procedure with the same product.

Manufacturer narrative:
As reported, avitene ultrafoam failed to achieve effective hemostasis. Based on the limited information provided to date, no conclusion can be made as to why hemostasis was not achieved during the procedure with the use of the avitene ultrafoam product. A review of manufacturing records was performed and found that the device was manufactured to specification. Addendum: h11: this supplemental MDR is submitted to report the provided additional information and to correct the previously estimated event date. Based on the additional information received, there is no change to the initial determination, no conclusion can be made. Updated fields: b4, b5, g3, g6, h2, h10, h11 corrected field: b3 (date of event) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
As reported, the physician used avitene ultrafoam during a procedure, but the product failed to achieve hemostasis effectively in application.

Manufacturer narrative:
As reported, avitene ultrafoam failed to achieve effective hemostasis. Based on the limited information provided to date, no conclusion can be made as to why hemostasis was not achieved during the procedure with the use of the avitene ultrafoam product. A review of manufacturing records was performed and found that the device was manufactured to specification. Note, the date of event (B)(6) 2023 is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.